Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) clearlink solution administration sets leaked from an unspecified location. This was observed when purging unspecified medication through the set (priming). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: correction to quantity of samples received: six (6) samples were received for evaluation; previously submitted as one (1). H10: functional under water leak testing was performed which revealed leaks for two of the samples only. The reported condition was verified in sample one (1) and sample two (2); however, not verified for the remaining samples. One of the leaks was identified under the tube to the clearlink junction on sample one (1). The cause was determined to be due to insufficient solvent application between the tube and the clearlink component during the manufacturing process. Sample two (2) revealed a leak due to a hole in the tubing. The cause of the condition on the second sample could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One (1) actual sample was received for evaluation. The remaining samples were not received; therefore, a device analysis could not be completed for those samples. Functional underwater leak testing was performed which revealed a leak from a hole in the tube. The reported condition was verified on the returned device. The most cause of the hole was due to the machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.